Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient experienced redness, swelling, and tenderness at the pocket site. It was noted that an explant of the leads and stimulator occurred on (B)(6) 2012. The patient outcome was reported as "no injury" and it was noted that hospitalization was required due to this event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.